Event description:
It was reported that during a procedure the warmer cassette broke. The customer reported that the cassette ruptured under water pressure. There was pt involvement; however, no adverse consequences were reported.